Event description:
Date of event is unknown. On january 30, 2009, a boston scientific corporation employee became aware of a clinical study article, "first data on the palliative treatment of patients with malignant gastric outlet obstruction using the wallflex enteral stent: a retrospective multicenter study" published in endoscopy 2007; 39: 434-439. The following information was derived from this article: a wallflex enteral duodenal stent was used for a stenting procedure. According to the article, a patient developed cholangitis 3 days after stent placement. Patient had placement of self-expanding metal biliary stent in the common bile duct one week prior to placement of the enteral stent. Patient expired. According to the article, it was not possible to differentiate between procedure-related and underlying disease-related complications; the cause of death could not be determined.

Manufacturer narrative:
The suspect device lot number is unknown; therefore, the device expiration and manufacture dates are unknown. The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.